Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens was likely to have contributed to the complaint. The root cause of the complaint was unknown. Conclusion: based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that the haptic of the +21.5 diopter cq2015a collamer three piece lens got caught on the injector plunger and ripped during insertion. The lens was removed and replaced without any injury to the patient.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection showed the lens was returned in two pieces and a haptic was torn off with a piece of the optic and missing. A lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion: based on the complaint information, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code - (process evaluation): medical review: results code - (evaluation result): per medical review - reportedly, haptic was torn off in the injector during iol insertion requiring intraoperative lens exchange. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report, by a surgical technician, dated on 2/5/2015 the cause of the event was unknown. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).